Event description:
It was reported the patient presented for revision of the left ventricular lead due to loss of capture and dislodgement. The lead was capped on (B)(6) 2023. The patient tolerated the procedure well. There were no complications noted.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions codes.